Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height drawer 3.2 on the auxiliary cabinet was not closing because the hardstop and latch assembly were missing screws. A field service engineer replaced the screws and tightened them, then tested the drawer in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es auxiliary drawer sticking out. The customer stated that the malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.